Event description:
Pt was admitted 24 hours before with pe and was not responding to IV lytics. Had deteriorated and was now intubated and on vasopressors to maintain bp. Pa pressures were 80-90 systolic. Pt had hemoptysis after a pass with the angio jet into the branch of the pa leading to the left lower lobe. O2 stats started to fall, and they arrested and died.